Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a pacific plus to treat a lesion. Device was prepped per IFU with no issues. There were no abnormalities reported in relation to anatomy. It is reported a device tip was lost (detached, cracked, or fractured). The balloon was used in the distal afs and nothing remained in the patient. The patient is reported to be doing fine.